Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint. Failure analysis investigation confirmed the customer reported failure mode. Failure analysis found that the instrument's grip was damaged and bent, causing side to sid misalignment of the grip. The is also an offset at the tips. The gip exhibited a separation of the yaw pulley and the pulley cover at the glue joint. It was concluded that the damage to the instrument's grip was likely due to mishandling/misuse. Failure analysis investigation also found that the instrument had a broken pitch cable at distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The cable at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during the surgical procedure, the jaws on the maryland bipolar forceps instrument were found to be uneven. The planned surgical procedure was completed and there was no report of any patient harm or that any fragments from the instrument fell into the patient during the surgical procedure.